Event description:
It was reported that this pacemaker exhibited loss of capture (loc). Subsequently, this device was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.